Manufacturer narrative:
The beckman coulter field service engineer (fse) found fluid was leaking from the wash collar valve of the reagent probe b. The fse replaced the reagent probe b collar wash valve to resolve the issue. (B)(6).

Event description:
A beckman coulter field service engineer (fse) reported a contained leak from a wash collar valve of the reagent probe b while performing preventive maintenance on the unicel dxc 600 pro synchron system. There was no report of injury or exposure. The fse was wearing proper personal protective equipment (ppe). No erroneous patient results generated.